Manufacturer narrative:
Please refer to the attached file.

Event description:
Reportedly the sterile tray was deformed.

Manufacturer narrative:
Preliminary analysis revealed no irregularity relative to the device history records. Visual inspection showed that the perimeter of the blister was deformed.

Event description:
Reportedly the sterile tray was deformed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the sterile tray was deformed.